Event description:
Event description cpi received information that this transvenous defibrillation lead had dislodged one week post implant. The lead was explanted and successfully replaced with a active fixation cpi lead.